Event description:
It was reported that the patient had been hospitalized. The patient reported mistakenly programming a 15 unit bolus when they intended to program it for 1.5 units. The patients blood glucose level dropped from 180 mg/dl to 90mg/dl. The patient went to the hospital and was treated with intravenous drip and ate peanut butter with graham crackers. The patient was released after four hours. The pod was worn while seeking medical attention.

Manufacturer narrative:
The reported event occurred while the customer was using the omnipod 5 application via the user's smartphone. Although the user reports receiving more insulin than intended, the reported event is not related to field safety correction. Reference FDA: res number 93511. The user did not provide logs for evaluation. Based on the information provided, the event occurred due to user error.